Manufacturer narrative:
On 6/15/15 - update: this lead was programmed off, but remains implanted. The explant date has been removed

Event description:
This lead appears to be pulled back and thresholds were out of expected range and too high for normal device function. The physician was notified, but no x-ray was ordered. Patient will be scheduled for a revision. The patient's family member stated the patient removed the sling sometime in the night and also stated there were concerns regarding home health interventions. When the wound was checked, the steri strips were removed and nursing tape was in place, cut into small strips and not covering the entire incision. Also gauze bandages and tape were in place, which is not standard practice.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).